Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check after use , the cardiosave intra-aortic balloon pump (iabp) unit is damaged, when opening the screen it makes a loud clicking noise and the wires are exposed. There was no pastient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the display hinge covers and bent the bracket back to 90 degrees. The unit then passed all functional and safety tests. Returned to customer and cleared for clinical use.